Event description:
A malfunction alarm was reported with a malfunction code of "malf 24." There was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer planned to use lantis and humolog as backup therapy while cts arranged to send a replacement pump with updated software. The customer was instructed to put the faulty pump into storage mode and return it via ups within 10 days using the provided box and pre-paid label.